Event description:
The initial event occurred on (B)(6) 2023, at approximately 8:30 pm and involved a plum a+. It was reported that a patient at age 88 years in palliative care received an infusion in inadequate time. The infusion was of 500 cc of saline containing three ampules of tramadol, three ampules of ondansetron and three ampules of ketoprofen. The infusion was to be infused in a period of 24h, but was administered between 30 and 120 minutes, leading to direct repercussions to the patient and death the next day. Additional information has been provided by the customer stating that the female patient expired on 25-dec-2023 at 3:00 pm and the cause of death was cardiorespiratory arrest. The customer stated that there was a possibility of operator error. According to interviews made with the nurse and nurse¿s assistants an infusion of 500ml of saline, 3 ampules of tramadol, 3 ampules of ondansetron, and 3 ampules of ketoprofen were scheduled to infuse at a rate of 20.8 ml/h and was scheduled to end at 8:00 p.m. After the infusion ended at 8:00 p.m. The same infusion was to be repeated, and to be infused continuously over a 24-hour period. At 10:30 p.m. The nursing assistants heard the pump alarming from the patient¿s room. The personnel detected that the infusion programmed at 8:00 p.m. Had already ended, and the pump was infusing at 208 ml/h with the saline and analgesics. The reporter stated that the nurse assistant of the facility, after the event, reprogrammed the continuous infusion pump for 500 ml of saline over 24 h. When the nurse assistant pressed the start button, the nurse assistant with a colleague observed that the pump changed the value of 500 to 5000 and therefore the value in ml/h changes from 20.8 to 208 ml/h. The report stated that the facility employees changed out the device and left the pump with a note stating malfunction. The patient¿s status prior to the 8:00 p.m. Infusion was lucid, without pain and receiving the infusion. At 9:36 p.m. The patient presented tendency to sleep, was apyretic, and normotensive. Around 10:30 p.m. The patient presented tendency to sleep, was not responding to call, hypotensive, with an oxygen saturation of 74%. The physician ordered oxygen therapy, lactated ringer¿s, paraclinical, and a consultation with an ICU physician. On december 25th at 9:55 a.m. The patient presented with stupor and would not respond to call, glasgow 6, isochoric, unreactive pupils, with right basal crackles. Kidney function, creatinine 2.6, potassium, 6.6, examined by an intern. On (B)(6) 2023, at 10:00 a.m. The patient was reexamined by an ICU physician and the patient was in a superficial coma, anuria, and with poor vital prognosis.

Manufacturer narrative:
Visual inspection: label inspection - pass ac power cord inspection, ac cord retainer inspection: pass front case and rear case: pass cassette door: pass door lever: pass door roller inspection and test: pass fluid shield inspection: pass distal pressure sensor inspection: pass proximal pressure sensor inspection: pass rubber foots inspection: pass pole clamp inspection and test: pass visual inspection was performed, and the device was found in normal condition. Device date and time: (B)(6) 2024, time 16:13 local date and time: (B)(6) 2024, time 16:22. The device was found with the correct date, but the time was 9 minutes less. (B)(6) 2023, the device was found with a label that said "funciona mal 2do b¿, the device was found with the correct date. Event history analysis, summary, and conclusions: the event history was downloaded from the device and a review of (B)(6) 2023, was performed to find the programming related to the event, finding multiple programming on channel a and channel b. However, the customer (hospital staff) continued using the device after the event and device was not segregated in that moment, this caused overwrite the event logs, due that the device plum a+ has memory limited of 320 events, there were no event records on (B)(6). It found line 52 (see event history) ¨, indicates the following programming: date (B)(6) 2023, time 20:35 delivery rate 20.8ml/hr. Vtbi. 500 ml, however the program was stopped at 20:36 (1 min later) for customer (hospital staff), this programming has the same programming values reported by the customer for dose rate, infusion rate and duration. However, this infusion was found programmed on (B)(6). The customer (hospital staff) comments that the infusion was programming at 20:30, but due to customer continued using the device overwrote the events records there were not scheduled infusions found with the values reported by the customer (see event history).).the service/repair history was review it found that last preventive maintenance on (B)(6) 2023 time 07:49 (see attachment pm) and the battery was replaced. Customer protocol tests start of infusion: date: (B)(6) 2024, time: 17:53 channel: a volume to be infused: 500 ml infusion rate: 20.8 ml/hr. Duration: 24hours. End of infusion: date: (B)(6) 2024, end time: 17:52 total volume infused (vi): 508 ml. Total infusion time: 24 hours 2 minutes. Conclusion of customer protocol testing. The device was programmed in channel a to deliver 500 ml in 24 hours at a flow rate of 20.8 ml/hr., delivered in 24 hours. The device was programmed in channel a to deliver a volume of 500 ml in 24 hours, at a flow rate of 20.8 ml/hr., resulting in 508 ml delivered in 24 hours, 500 ml *5% = (+/- 25 ml) with a tolerance of +/- 5%. The delivery value was found in the allowed range. According to the customer's experience, the device delivered the medication in less time than scheduled. But the client's protocol testing determined that the device worked 24 hours 2 minutes without interruption and the infusion was completed without over-delivery or alterations in values. Delivering what was scheduled. A keypad test was carried out to verify that it did not auto-program. Each key works correctly, the test passed correctly. It can be concluded that during the customer protocol and product verification tests. The device infused correctly without over-delivery, it did not generate technical failures or alarms, or over-programming produced by the keypad. Also, the display was verified to confirm that point decimal is visible in the display. Probable cause: no problem was found due that the device working correctly and passing all performance verification tests (pvt) tests. Additionally, there was no evidence of user error due to the customer (hospital staff) continued using the device and overwrote the log of day (B)(6) 2023. Additional reporter: (B)(6).